Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10pm on (B)(6). The patient reported obtaining blood glucose readings of 271 and 458mg/dl on the subject meter and 23mg/dl on an unknown meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported developing a symptom of "not responsive" at 1am on (B)(6). The patient reported that they were treated with IV glucose by emergency medical services (ems). The ems obtained a blood glucose reading of 23mg/dl on their meter. At the time of troubleshooting the cca determined that the subject meter was incorrectly coded. The patient was educated on how to code their meter correctly and control solution was sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia and required treatment from an hcp after the alleged issue began.